Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer's blood glucose level was not reported. The product will return. Nothing further to report.